Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: material no: 305762; batch no: 0174266. We just received the needles yesterday and there is some kind on "oil" on the hub.

Manufacturer narrative:
H6: investigation summary: the sample was not returned to determine the exact foreign matter type. It is likely that the brown foreign matter could be the oven oil from the assembly machine due to were leakages from the exhaust pipe which resulted in the oven oil to be dripped down to the machine cover gaps and landed on the eclipse hub surface. The exhaust pipe has been replaced and the current exhaust pipe is verified, and no leakages were observed. This incident has been added to our database of reported incidents. DHR for assembled needle (an) was reviewed for batch 0174198, 0174202 (material number n50102sgt). Batch 0174198, 0174202 was built with assembly machine in (B)(6) 2020. No quality notification was raised for past 12 months on similar reported defects. DHR for packaged needle (pn) was reviewed for batch 0174266 (catalog 305762). The batch was built with combo2 packaging machine in (B)(6) 2020. No quality notification was raised for past 12 months on similar reported defects.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: material no: 305762, batch no: 0174266. We just received the needles yesterday and there is some kind on "oil" on the hub.